Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 100 bd syringes 50ml ls precise had their luer locks break off. The following information was provided by the initial reporter: "the needle on the front of the 50ml syringe was broken and could not be used."

Manufacturer narrative:
Follow up MDR for device evaluation. One photo was received by our quality team for evaluation. From the photo, a broken barrel tip was observed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. From the returned photo, the syringe tip was observed to be broken. The sample could have been hit by a heavy force resulting in the break. The assembly station and primary and secondary packaging was reviewed. At the assembly station, there are no possible contact points to the syringe that can cause the damage to the tip. At the primary and secondary packaging, there are no activities observed that could be the contact point on the syringe tip or needle. As no sample was returned for further analysis, the root cause cannot be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information.